Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a total service call and verified all motor positions. Qc results were all good after maintenance was performed. The exact cause of the discordant psa result is unknown the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant third generation psa (psa) results were obtained on the immulite 2500. The result was questionable and the sample was retested. The initial value was not reported to the physician. There is no known report of patient intervention or treatment withheld based on the discordant psa result.